Event description:
This customer reported that the device failed to shock during cardioversion. The users got a "no shock delivered, low/high impedance" message. Three attempts were made at 3 joules, but the users got the nsd message three times. No adverse pt impact was reported.

Manufacturer narrative:
This customer reported that the device failed to shock during cardioversion. The users got a "no shock delivered, low/high impedance" message. Three attempts were made at 3 joules, but the users got the nsd message three times. No adverse pt impact was reported. The user spoke with the hosp biomed, and stated that he held the disarm buttons down on the paddles while the unit was charging, and that he thought the unit would disarm automatically. The user did not attempt to physically click the buttons to disarm or disarm manually on the device buttons on the monitor. The biomed believed this to be user error, and re-educated the staff. Based on the customer's report, we are considering this a user error regarding disarming of the device and no malfunction.